Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide method of backup therapy.